Event description:
The customer reported the pt data module (pdm) disconnected from the module rack and when the hospital biomed reinserted the pdm, it was noted that the latch was not working. There was no reported pt injury associated with this event.

Manufacturer narrative:
Occupation of reporter is unk. A follow-up report will be submitted when the investigation is complete.